Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic bent/deformed. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.0/4.5/082 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length spheric model lens due to lens rotation not associated with low vault. The problem was resolved. Cause of the event was a patient related factor. Reportedly, "due to patient reasons, vicmo were eventually implanted."

Manufacturer narrative:
Patient related factor. Claim# (B)(4).